Event description:
Power cord assemblies for our new infusion pumps are frequently being found with broken clips. When this occurs at the inline power supply module it causes the assembly to loosen, allowing contamination to enter between the mating surfaces and potentially separating the power cord connector so the pump no longer receives charging current. If the retaining clip breaks at the pump end of the cord, the pump may either cease charging its battery or it may become difficult to disconnect from the cable, depending on how the clip breaks. We have replaced almost 20 of these broken power cord assemblies since may 2012 when our pumps were installed. We expect that the power cords will continue to break in the future, regardless of users' care in handling them.======================manufacturer response for ac power cord with inline power supply, infusomat (per site reporter).======================manufacturer has provided replacement power cord assemblies at no cost while warranty is in effect. Our concern is that breakage can be expected to continue even after warranty expires.